Event description:
The customer reported "battery failure" and "battery doesn't last". There was no pt impact.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is completed.